Event description:
The customer reported to olympus that during maintenance, the visera elite ii xenon light source when turned on, its emergency lamp would blink but the lamp does not switch on. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation.   New information added to the following fields: d9, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured.    The device was returned to olympus for inspection, and the customer's complaint was confirmed.  In addition, the following non-reportable malfunctions were found during the device evaluation: -top cover deteriorated. -rear panel deterioration. -noise is heard due to the life of the power supply unit. -chassis deterioration. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the emergency light does not work due to its life expectancy. Olympus will continue to monitor field performance for this device.